Event description:
On (B)(6) 2012, a pt's parent contacted our firm to report a corneal ulcer. The pt had been unsuccessfully treated for pink eye by the family physician and referred to an ophthalmologist. On exam, (B)(6) 2012, a contact lens was found on the eye. The parent reports the pt had removed his lenses the previous evening but the treating physician reports pt had last worn lenses a month ago, therefore, assumes the lens was in the eye for a month. The ophthalmologist reports that upon removal of the lens, a layer of epithelium was damaged. A large central corneal ulcer was noted with an overlying abrasion from the lens removal. Treatment was with fluoroquinolone every 2 hours and a bandage lens. On f/u the next day, the pt showed some improvement. The last exam was on (B)(6) 2012 and much improvement was noted. The pt is expected to recover full vision with a possible small scar outside the visual axis. Product from the same lot has been requested for eval but has not yet been returned. A device history review was performed: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within spec. All sterilization requirements were successfully completed. No quality events associated with this lot. The lot history review indicated lot l001sm1 was manufactured under normal conditions. If add'l info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Device labeling single use or reuse. Device not returned. No eval will be performed. No conclusion can be drawn.